Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. A test pad-pak was inserted into the device and the device failed to power on but displayed a red status led and failure chirp. This would confirm the reported fault. The device was disassembled for investigation. No visual abnormalities were found on the printed circuit board. Extensive testing was carried out and the microprocessor was replaced. The device was now successfully connecting to the pc and can be powered up. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2012 and that it had performed all self-tests up to and including the last log entry on the (B)(6) 2016. The device records multiple occasions in which the temperature is recorded below the minimum recommended stand-by temperature for the device. No further log entries were recorded after this date indicating the fault occurred after the last log entry. A test pad-pak was inserted into the device and the device passed a self-test. Test therapy was carried out successfully, the device delivered a test shock without fault. Investigation found the reported fault can be attributed to failure of the microprocessor.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator, device will not switch on.